Event description:
Customer reported that the disposable needles are not sharp and pts are complaining that they hurt during insertion. MFR will conduct investigation and advise integra of their findings. This medical device report is linked with medical report #3003418325-2006-00005 and medical device report #3003418325-2006-00007.